Event description:
The customer reported the screen of the high flow insufflation unit went black during start up. The issue occurred when preparing the device for use in a therapeutic laparoscope procedure. There was no delay and the procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the screen blacked out with alarm occasionally due to a defective circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, it was confirmed that the ¿alarm sounds from the device and the screen blacks out¿ and it was due to defective printed circuit (cr) board. The root cause has been determined to be the parts that failed prior to conducting measures (duct line pressure sensor) that was installed to cr board of uhi-4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.